Event description:
Boston scientific crm received information that this device and competitor right ventricular (rv) defibrillation lead were explanted due to infection. The lead will not be returned.

Manufacturer narrative:
There were no adverse events reported.